Event description:
The user faciltiy reported that a licox probe was implanted, and it displayed non plausible pti02 values of about 300mmhg. Another probe was available to use and worked as expected. Additional information has been requested from the user facility.